Event description:
It was reported that the patient presented to the hospital for a device check due to an alert. It was found that the right ventricular (rv) lead had unstable impedance during the check and oversensing was observed. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).